Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer received questionable ammonia results for one patient. On (B)(6) 2015, the initial result was 400 umol/l and the repeat result with a dilution was 200 umol/l. On (B)(6) 2015, with a new sample from the patient, the initial result was 500 umol/l. The result with a 1:3 dilution was 183 umol/l. The repeat result undiluted was 88 umol/l. The result of 500 umol/l was reported to the physician who questioned the result as it was not suitable to the patient's condition (no observation of hepatic encephalopathy). No adverse event was reported. The reagent lot number and expiration date were requested, but were not provided.

Manufacturer narrative:
A specific root cause could not be identified. Additional information for further investigation was requested but was not provided.as calibration and qc were acceptable, the instrument was checked to be ok, and the issue did not occur with other patient samples, an instrument or reagent problem could be ruled out.

Manufacturer narrative:
The reagent lot involved was 613527.